Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error coe noted. Though requested, no additional information was provided.